Event description:
Customer reported obtaining false low ion selective electrode (ise) sodium (na) patient results on their unicel dxc 600i synchron clinical system. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury ,or death associated to this event. The customer did not provide patient demographics. Quality control was within specification prior to event. Customer provided patient data for eight (8) patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found the modular chemistry (mc) sample syringe worn out. The fse replaced the mc sample syringe to resolve the issue. Patient demographic information was not provided. Beckman coulter internal identifier is (B)(4).